Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated,the helix of the lead became extrinsically distorted due to pulling/stretching/overstress ,the distal conductor of the lead became extrinsically fractured due to over-rotation,the helix of the lead was extrinsically bent ,visual summary analysis of the lead indicated damage at implant. Th analyst also noted: helix does not retract due to being stretched and bent. Distal conductor fracture due to over-rotation.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that that the helix mechanism failed during implant. The lead was not used and replaced. No patient complications have been reported as a result of this event.